Event description:
Sorin group received a report of a blood leak from gas outlet of the d902 lilliput oxygenator during the procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There were no pt consequences.

Manufacturer narrative:
Pt identifier was not provided. Sorin group (B)(4) manufactures the d902 lilliput oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of a blood leak from the gas outlet of the d902 lilliport oxygenator during the procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There were no pt consequences. It was reported that the change out took between 3 and 5 mins. The medwatch report is being filed as a result of the extended interruption of bypass. The investigation is ongonig. A f/u report will be sent when the investigation is complete.